Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm the reported failure. The 30-degree endoscope plus instrument had no issue with the switching.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the 30-degree endoscope plus was switching from up to down and would do the complete opposite. The procedure was completed with a spare endoscope with no reported injury.